Event description:
It was reported that applicator deployment occurred. The sensor was inserted into the insertion site (unable/unwilling to answer) on insertion date (ni). Product was provided for investigation. An external visual inspection was performed, and no damage was found. Applicator deployment was not found within the investigation window. Customer complaint is not confirmed, however, it was found that a missing needle occurred. Probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).